Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited multiple episodes of high ventricular rate due to lead noise. The patient was seen in clinic for follow up. Lead measurements were noted to be stable. Lead noise could not be reproduced with isometrics and pocket manipulation. No intervention was performed. The patient was in a stable condition and will continue to be monitored.